Event description:
It was reported that this patient received shocks from this implantable cardioverter defibrillator (ICD) device and has passed out several times due to a fast heart rate. The patients heart rate was noted to be 270 beats per minute and the shocks were noted to be very effective in converting the patient. The fast rate was observed on the right atrial (ra) channel as well but there appeared to be ra undersensing in the most recent episode. Boston scientific technical services (ts) also indicated they were concerned there is farfield oversensing on the ra channel. The patients induction was reviewed and the fast heart rate was observed on the ra channel but it also showed a slow discrete signal that ts noted may be real ra beats. This was observed in several recent stored non-sustained episodes. Ts noted varying p-wave amplitudes were observed with an in-office measured amplitude of 1.3 millivolts. The physician indicated they believe the rhythm is atrial flutter, in which case the device shocks are inappropriate. The healthcare provider (hcp) who contacted ts indicated they think the rhythm is ventricular tachycardia or ventricular flutter. The patient is not a transplant patient. The device remains in-service. No additional adverse patient effects were reported.